Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440 (wassenburg), using peracetic acid. Omsc could not review the manufacturing history (DHR) of the subject device because omsc was unable to identify the serial number of the subject device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram positive bacteria (1 (bacillus) cfu/endoscope) the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] all channels: klebseilla pneumoniae, pseudomonas aeruginosa (>100 cfu/200ml) [second time; (B)(6) 2020] instrument channel: pseudomonas aeruginosa (60 cfu/60ml) suction channel: pseudomonas aeruginosa (80 cfu/60ml) the device had been reprocessed using peracetic acid. There was no report of infection associated with this report.